Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument's clevis pin was found to be missing from the instrument. The clevis pin was not returned with the instrument. No physical damage was found on the clevis or the grasper jaws. No other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted single site cholecystectomy procedure; the clevis pin from the fundus grasper instrument fell into the patient. Per the information provided, the pin was successfully removed from the patient. While there was no patient harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted single site cholecystectomy procedure, the screw from the jaw of the fundus grasper instrument fell into the patient. The instrument component was retrieved. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the screw located at the proximal portion of the jaw popped out while the surgeon was grasping the patient's gall bladder towards the end of the procedure. The screw was immediately retrieved using an unspecified endowrist instrument. According to the csr, the site inspected both the instrument and cannula prior to use and there were no issues noted. The csr indicated that he did not observe that the fundus grasper instrument made contact with any other instrument during the surgical procedure and he and the surgical staff did not observe any issues during the surgical procedures that caused or contributed to the reported issue.